Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device that was post-paced t- wave oversensing on the ventricular channel. The device was reprogrammed during the device check and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.